Event description:
It was reported that the bd ultra-fine¿ insulin syringe needle was broken. The following information was provided by the initial reporter, translated from japanese to english: "according to the pet owner's report, the product could not be used due to a broken needle."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ insulin syringe needle was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the pet owner's report, the product could not be used due to a broken needle."